Manufacturer narrative:
Pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error 37 or 43 alarm during testing. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Thump software was utilized and downloaded trace/history files properly. Unable to verify daily total of basal/bolus and all insulin delivered on the event date 14-oct-2025 listed on smartsolve due to insufficient data in the trace/history files. In further analysis of the pump history found multiple pump error 37 alarm on 10/14/2025 at 21:54:24.000 and no insulin flow blocked alarm/no delivery alarm 2 days prior to the event date of 14-oct-2025 in the formatted history file. Multiple no delivery alarm/insulin flow blocked alarm were found on 10/14/2025 from 21:57:07.000 until 22:19:04.000 during fill cannula deliveries. Pump was cut open to perform visual inspection and found corroded motor home switch. The sc1 cap locks properly in place in the reservoir compartment noted. Pump received with scratched case, pillowing keypad overlay and scratched keypad overlay during the visual inspection. Pump error 37 confirmed in the pump history due to corroded motor home switch. Customer alleged for no delivery alarm/insulin flow blocked alarm was not confirmed. Cosmetic damage was confirmed at the keypad overlay. Unable to verify customer alleged for high bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer also reported a pump error 37(drive count/time values or changes incorrect for moving or coasting. Too slow or too fast). The blood glucose value at the time of the event was 189 mg/dl. The customer was treated with an insulin pump. The event involved product(s) mmt-441ag, mmt-332a, mmt-1884. Troubleshooting was performed for damage, and the customer reported a scratch below the left arrow key on the pump. Troubleshooting was performed for insulin flow block, and the customer reported that the customer confirmed insulin did not exit during the 5u fill cannula or pump alarm. The customer re-attempted the load reservoir/fill tubing process after a complete set change, and insulin did not exit, or the pump alarmed. Troubleshooting was performed for the pump error, and the customer was able to clear the alarm and able to rewind the pump. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. Troubleshooting was partially performed for hyperglycemia. It was unknown whether the customer was using the auto mode/smart guard feature at the time of the event. It was unknown whether the customer was using the insulin pump system within 48 hours of the reported event. No further patient complications were reported. No product return is required for mmt-441ag. No product return is required for mmt-332a. The customer will discontinue use of the insulin pump. Mmt-1884 was requested, and the customer responded that the device would be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.